Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval method: device history record was reviewed.

Event description:
The rotator broke during use at 1050 psi. The customer reported that this occurred three times. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2011-00167, 00168.